Event description:
During ercp, endoscopic rectrograde cholangiopancreatography procedure, bile duct was swept 2 times and then it was difficult to remove catheter from scope. After removal, the catheter was noted to be sheared.